Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the iol was jammed into the injector, which was attributed to an injector related issue. Additional information received further described the event as an injector malfunction in which the injector damaged the lens. The plunger bent and went over the iol. The procedure performed was phacoemulsification with iol implantation. There was no patient contact with the initial lens, and the surgery was completed using a new lens. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.